Event description:
The brachytherapy procedure was to treat an in-stent restenosis in the lad. The guide wire was placed and the stent was deployed at 18 atm, at which time the balloon ruptured. While retracting the guide wire, the guide wire "broke", but remiained in one piece and was easily removed. The lesion was re-wired with a new guide wire and brachytherapy was successfully performed. No patient effects were reported.